Event description:
It was reported that the customer's insulin pump stopped working. The customer stated that they removed the battery and reservoir from the pump. The customer stated that the numbers were scrolling on their own during a bolus attempt. The customer placed the battery back in and received a batter out limit alarm. The customer had reverted to her back-up plan afterwards. The customer's blood glucose was 247 mg/dl. The customer did not recall any significant events leading to the keypad issues aside from possible sweat exposure when the customer was cycling. The customer stated there were no cracks or damage to the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.